Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. After the alarms, the customer either resumed insulin delivery or changed the supplies on the pump. The customer's blood glucose (bg) level was in the high 100-200 mg/dl range. Insulin injections were used to address the bg level. As the occlusions had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the occlusions.